Event description:
A report was received that the patient was experiencing redness and discomfort at the pocket site. The physician believes that the patient had an infection and prescribed the patient antibiotics. The physician stated that the infection was procedure related. The patient is reportedly doing well.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.